Event description:
It was reported the pt has intermittent discomfort at the ipg site. The pt describes a feeling of being poked with a needle. The discomfort is unrelated to charging her ipg. Reportedly the pt plans to see her implanting physician to troubleshoot the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.